Event description:
During a standard treatment, a dental electrical handpiece got hot and burned the pt on the tongue to the size of a quarter. Pt was instructed to do warm salt water rinses, no further medical care was necessary.

Manufacturer narrative:
A) the analysis of the hand piece did show that it had a high debris level. This shows that the reprocessing is not done as requested by the user instruction. The bearings have been grinding, binding and vibrating. This is the result of a stronger wear process due to the reprocessing not done properly. The head heated up quickly during the test run. The user instruction requires a visual and functional inspection prior to each treatment which is hence mandatory and shows if the device is running within specification. B) reported due to the 2 year presumption rule.